Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred, and the procedure was cancelled. The patient passed away. A versacross connect access solution kit was selected for use for a watchman procedure. During the procedure, a full dose heparin was given before the transeptal, the groin access was achieved and the transseptal puncture was performed. Immediately after, the patient became hypotensive and bradycardic. A pe was then noted by the transesophageal echocardiogram (tee) physician, that progressed into a cardiac tamponade. Thus, protamine was given, and a pericardiocentesis was performed with only approximately 100ml of blood being removed. The patient then went under CPR, and it was noted that there was a clot around the right atrium. At this time a discussion was held with the family, who decided the patient would not want open heart surgery. After 10 mins of active resuscitation, the patient never achieved a perfusion pressure or pulse and were pronounced dead on the table. Product will not be returning for analysis (discarded). No pe was noted on echo prior to the procedure. Also, it was mentioned that initially tenting on the septum was not seen. In the physician's opinion, the location of the transseptal puncture either lead to a puncture in the aorta, or the back wall of the left atrium, and the death was a result of a pericardial effusion, following the transeptal puncture.